Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right common iliac vein using a lightning aspiration tubing (lightning) and penumbra engine (engine). During the procedure, when the physician accessed the right popliteal, they turned on the lightning, and the indicator light on the lightning unit flashed green and red. After flipping the power cord on the back side of the engine, the lightning unit continued to flicker between green and red. It is unknown if the red indicator light was solid red or flashing red. Therefore, the lightning was removed. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.